Event description:
Boston scientific crm received information that the patient with this pacemaker required respiratory percussion therapy. The percussion therapy belt appeared to have tripped sensor rate of this pacemaker. The patient presented with maximum sensor rate (msr) pacing at 130ppm and was symptomatic. The pacemaker was programmed to ddd mode and the msr rate pacing ended.

Manufacturer narrative:
The pacemaker remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.